Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose. The customer's blood glucose this morning was 587 mg/dl and current blood glucose is 214 mg/dl. The customer declined troubleshooting on insulin pump for high blood glucose. The customer reported past event, that they received no delivery alarms and alarm did not occur during manual prime. The insulin pump passed the self test and drive support cap was recessed. The insulin pump will be returned and reservoir will not be returned for analysis.